Event description:
The below report was received by health authority FDA (reference number: mw5057261) on 15-oct-2015. The most recent information was received on 20-mar-2020. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual cycle") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. In 2013 she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), migraine ("migraines"), muscle spasms ("severe cramps"), skin disorder ("skin problems") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy abdominal). Essure was removed. At the time of the report, none of the outcomes for these events were known. The reporter considered fatigue, heavy menstrual bleeding, migraine, muscle spasms and skin disorder to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-mar-2020: reporter added from social media. Device removal details added. This case is being submitted retrospectively following an internal review. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: mw5057261) on 15-oct-2015. The most recent information was received on 30-may-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual cycle") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. In 2013 she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), migraine ("migraines"), muscle spasms ("severe cramps"), skin disorder ("skin problems") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy abdominal). Essure was removed. At the time of the report, none of the outcomes for these events were known. The reporter considered fatigue, heavy menstrual bleeding, migraine, muscle spasms and skin disorder to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.